Event description:
(B)(6) in customer service states the provider stated the right motor was leaking grease. Provider did not allege any property damage or injury. Provider disconnected and no further information provided. (B)(4) for warranty replacement.